Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has been returned and evaluated, establishing a relationship with the reported event. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device failed due to a sudden pressure drop (entered a non-recoverable error state for safety reasons), with the root cause established as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the 3rd day of npwt utilizing a pico 7, it was noticed that all the indicator lamps have illuminated and the pump was not working. The treatment was continued with a backup pump. No harm or injury reported.